Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - after the primary surgery, the patient had dislocated his shoulder twice. The surgeon determined a thicker more constrained insert should correct this.